Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal the rapy. It was reported that the image on the monitor was very dark. The patient involvement in the event was unknown and no further complications reported regarding the event. Additional information was received on (B)(6) 2020: there was patient involved in the event and no impact to the patient. The event happened on (B)(6) 2020 during intra-op. The therapy involved in the event is micro endoscopic discectomy (msd).